Event description:
An optometrist reported that a pt experienced sloughing of the epithelium when removing the bandage contact lens after photorefractive keratotomy (prk). The doctor noted that this is as expected at the one week exam. Pt experienced foreign body sensation in the eye and another bandage contact lens was inserted. Symptoms have resolved at the 3 week exam.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).